Event description:
Pt had a dual chamber pacemaker inserted in 1994 at another facility. Pt complained of pain and, at another facility, the generator was placed behind the pectoralis muscle to avoid stretching the skin. Pt continued to have pain and was admitted here for explantation.